Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial insert would not impact onto the baseplate. Sizes were correct and correct technique applied, but a fit was not established.

Manufacturer narrative:
Conclusion and justification status: the complaint states this is the second occurrence of this issue ¿ the tibial insert would not impact onto the baseplate. Sizes were correct and correct technique applied but a fit was not established a complaint database search and review of manufacturing records did not identify any anomalies. The device was reviewed by the manufacturing site; visual inspection confirmed the damage. Cmm measurement on the undamaged surface confirmed the device met specification. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.